Event description:
It was reported that reported that the pump was intermittently not annunciating audible tones for alerts or alarms. Customer's blood glucose level ranged from 63-85 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B4.